Event description:
Complainant alleged that while attempting to treat a male pt in cardiac arrest, the device issued two shocks, after which the pt awoke showing a pulse and blood pressure reading. Since the device was still in position and attached to the pt, the device analyzed another time and issued a "shock advised" prompt for a heart rhythm they believe was non-shockable, due to the pt now having a pulse. The clinician subsequently did not administer the third shock to the pt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.